Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: vamf4040c200tj, serial/lot #: (B)(4), ubd: 18-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 70mm thoracic aortic aneurysm. It was reported the patient had a short proximal landing zone. During the index procedure,after two-debranching procedures were performed to secure the landing zone, an unknown valiant stent graft was fenestrated with one opening of 20*20mm and the stent was implanted at zone 0. For fenestrations, the stent graft was extended once out of the sheath (about 3or 4 stents from the proximal edge) and after fenestration was retracted back into the sheath and implanted. An additional valiant of the same size was distally implanted due to insufficient distal landing zone and the distal landing zone was extended by approximately 40 mm. This second stent graft had been anticipated and prepared in advance. It was reported that on an unknown date after the procedure the patient presented emergently unconscious to the hospital. A CT revealed type ia endoleak from the fenestrated site of the first implanted valiant. The physician reported the cause of the type ia endoleak to be the fenestration procedure but was unsure if this was the cause of the syncope or if the patients concurrent aortic stenosis was responsible. No additional clinical sequalae were reported and the patient will be monitored.